Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. C96077-invalid) for female sterilisation. The patient had a medical history of right lower quadrant pain, pelvic pain, acute cholecystitis, appendicitis, nausea, urination difficulty, abdominal pain, ovarian cancer, headache and brca1 gene mutation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1992 days after essure insertion and 20 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (robotic hysterectomy with right salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: removal date: as per argus (B)(6) 2020. As per mr (B)(6) 2020. Trailing coils: left: na. Right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2019: no acute intra-abdominal or pelvic process, specifically no CT evidence of acute cystitis, acute appendicitis, or acute cholecystitis. Pelvis: the urinary bladder is mildly distended without urinary bladder wall thickening or surrounding fat stranding. Retroverted uterus is visualized which is normal in size. Metallic linear device within the proximal right fallopian tube. [Pathology test] on (B)(6) 2020: the right fimbriated fallopian tube measures 6.0x 1.0 x1.0 cm. The left possible fallopian tube. Measures 3.0x 1.0x 1.0 cm.final diagnosis: a.uterus, cervix, right tube, ovary, and residual left adnexa: hysterectomy (145 grams) with: proliferative type endometrium. Cervix with no specific histopathologic changes. Ovary with benign follicular cyst (2 om). Right fallopian tube with no specific histopathologic changes. Portion of left fallopian tube with hydrosalpinx. Patient clinical history of brca is neted. The ovary and fallopian tubes were evaluated in too. The right fimbriated fallopian tube measures 6.0x 1.0 x1.0 cm. The left possible fallopian tube measures 3.0x 1.0x 1.0 cm. [Ultrasound pelvis] on (B)(6) 2020: right ovarian follicular cyst measuring 1.4x 1.2 cm. Physiologic amount of cul-de-sac. Free fluid the iud is not seen. C96077-invalid. The most recent follow-up information incorporated above includes data received on: 17-oct-2023: update of batch information (batch is invalid). An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2682 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. C96077) for female sterilisation. The patient had a medical history of right lower quadrant pain, pelvic pain, acute cholecystitis, appendicitis, nausea, urination difficulty, abdominal pain, ovarian cancer, headache and brca1 gene mutation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1992 days after essure insertion and 20 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (robotic hysterectomy with right salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: removal date: as per argus (B)(6) 2020. As per mr (B)(6) 2020. Trailing coils: left: na. Right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2019: no acute intra-abdominal or pelvic process, specifically no CT evidence of acute cystitis, acute appendicitis, or acute cholecystitis. Pelvis: the urinary bladder is mildly distended without urinary bladder wall thickening or surrounding fat stranding. Retroverted uterus is visualized which is normal in size. Metallic linear device within the proximal right fallopian tube. [Pathology test] on (B)(6) 2020: the right fimbriated fallopian tube measures 6.0x 1.0 x1.0 cm. The left possible fallopian tube. Measures 3.0x 1.0x 1.0 cm. Final diagnosis: a.uterus, cervix, right tube, ovary, and residual left adnexa: hysterectomy (145 grams) with: proliferative type endometrium. Cervix with no specific histopathologic changes. Ovary with benign follicular cyst (2 om). Right fallopian tube with no specific histopathologic changes. Portion of left fallopian tube with hydrosalpinx. Patient clinical history of brca is neted. The ovary and fallopian tubes were evaluated in too. The right fimbriated fallopian tube measures 6.0x 1.0 x1.0 cm. The left possible fallopian tube measures 3.0x 1.0x 1.0 cm. [Ultrasound pelvis] on (B)(6) 2020: right ovarian follicular cyst measuring 1.4x 1.2 cm. Physiologic amount of cul-de-sac free fluid the iud is not seen. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : lot number, reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2682 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.